Manufacturer narrative:
Date of event: exact date of each reported adverse event is unknown with currently available information, (B)(6) 1997, the beginning of the endovascular treatment, is determined to be the date of event. A review of the manufacturing records for the device could not be conducted as item- and lot numbers of the device were not available. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to infection of graft.

Event description:
(B)(6). Title of presentation: discussion on post-procedure infection of aortic endografts (takashi hashimoto, et al.) From may, 1997 to june, 2016, the total of 1302 patients underwent endovascular repair of abdominal, thoracic aortic and dissecting thoracic aortic aneurysms using aortic endografts in the multiple hospitals. The total of 12 patients experienced post-procedure stent-graft infection: those patients are 10 males and 2 females with average age of 67.5 years old. Of the patients who experienced post-procedure stent-graft infection, two patients were with gore® tag® thoracic endoprosthesis for the repair of thoracic aortic aneurysm.

Manufacturer narrative:
Date of event: as the exact date of the event is unknown, (B)(6) 2017, the date of conference presentation, is determined as the date of event.

Manufacturer narrative:
Added the patient's age.